Event description:
During evaluation at the failure analysis lab (fal), it was discovered that an interlink continu-flo solution set was cracked. The reporter stated that the crack was observed at the check valve inlet port. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned and is currently in the process of being evaluated. Visual inspection identified that the tubing had broken off of the inlet of the check valve. The initial evaluation confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The crack was discovered, but it is unknown whether it was initially reported. It is also unknown whether there was any patient involvement. It is unknown if there was patient involvement. Additional information: the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.